Manufacturer narrative:
The reported event of under sensing was not confirmed. The device was received with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The reported events could not be reproduced. Longevity assessment found the device was operating at above eri level with appropriate remaining service life.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the implantable cardioverter defibrillator (ICD) was explanted. The patient condition was unknown.

Event description:
It was reported that under-sensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.